Event description:
It was reported that during intra-aortic balloon (iab) therapy, a catheter restriction alarm was generated. The blood pressure readings were then unable to be obtained. The intra-aortic balloon pump (iabp) was switched out with another but the alarm continued and then blood was noted in the catheter line. After the line was clamped, the patient decompensated and expired. This record is for the iab involved in this event. A separate report will be submitted for the cardiosave iabp.

Manufacturer narrative:
Occupation: senior bmet. Additional reporters: (B)(6) , (B)(6) & (B)(6) , (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and a leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.013cm in length. A sensor output test was performed and the sensor was found to be within specification. The reported alarm catheter restriction & blood in tubing were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We were unable to confirm difficulty to monitor pressure. The evaluation confirmed the reported alarm catheter restriction & blood in tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a catheter restriction alarm was generated. The blood pressure readings were then unable to be obtained. The intra-aortic balloon pump (iabp) was switched out with another but the alarm continued and then blood was noted in the catheter line. After the line was clamped, the patient decompensated and expired. This record is for the iab involved in this event. A separate report for the cardiosave iabp was submitted under mfg report number 2249723-2024-01961.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).